Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the month prior to the month of passing away for an unrelated event. Hospitalization was ongoing until the time of death. The cause of death was sepsis. It was not reported whether an autopsy was performed. Dianeal therapies were ongoing until the time of death. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.